Event description:
Additional information received reported that the surgery went well and the lead placement had looked good per post-operative imaging study. The patient would not be programmer for another few weeks following the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported that the lead was going to be removed in the near future. The patient was found to have low impedance on contact 2-3+ of approximately 170 ohms when the device was checked prior to a scheduled MRI. The MRI was not done. The patient also noted they had a change in efficacy and contralateral paresthesia's when pushing on the lead at the burr hole. Additional device investigation was done on december 30th 2014. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted. Additional review of the file indicated this information which was previously reported in manufacturer's report number, 3007566237-2 015-00119, pertained to this event. Any additional information received will be reported under this manufacturer's report number: 3004209178-2014-07409.

Event description:
It was reported that the patient was unable to adjust stimulation. There was a ¿call your doctor¿ icon displayed with an out of regulation (oor) condition. The error message was first seen on the date of this report. It was later reported that the patient had noticed more slowness in his movements on the right side which had started on (B)(6) 2014. Patient had difficulty coordinating movement while skiing and walking. The clinician programmer was also showing an oor and that the delivered amplitude may be lower than intended and recommended use of less contacts. It was noted that the patient was programmer to 2-3+, 2.3v, 60us and 130hz. Electrode z with that pair was 196 ohms and group z was 210 ohms. Patient was still getting benefit. It was further noted that the patient had been hard to program and got results so they would most likely stay with the current electrodes. The affected implantable neurostimulator (ins) was at 2.86v and the other ins was at2.9v. Electrode z impedances were 0/2 1049, 0/3 1424, ½ 1004, 1/3 1036, 2/3 196, c/0 1148, and c/1 961. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that there was a lead fracture. Post-operative scans from the revision had looked good.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported the high/low impedances had not resolved but the issue was intermittent. The cause of the impedance issue appeared to be that there was an issue with contact 3 on the lead. The patient's implantable neurostimulator (ins) was replaced on (B)(6) 2014. The healthcare professional had exposed the lead/extension connection and alligator clips were used to test each contact on the lead. Contact 3 had high impedances. The patient was doing fine but was scheduled to have the lead replaced on (B)(6) 2015.

Manufacturer narrative:
Concomitant products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received reported the cause of the event was unknown. It was noted that the patient was not seen in the clinic regarding this issue.

Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3387s-40 ,lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v236672, implanted: (B)(6) 2009, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was later reported that the patient had two separate devices, one in the left chest and one in the right chest. The right ins was at 2.90 volts. In the past the patient&#62688;therapy impedance had measured at 169 ohms. An electrode impedance test was done on the date of this report and they were all normal, no out of range values were found. The patient was programmed on 3+2-. The electrode impedance test on the date of this report had shown contacts 2 and 3 at 340 ohms. Therapy impedance was at 1051 ohms, but this could fluctuate and was variable. If the patient pressed on the lead stimloc cap, the patient got a tingling sensation down the right side of their body and arm. It was suspected that when the patient had done this the lead may go down further into the brain and temporarily stimulating the internal capsule. It was also noted that if the patient got frozen, sometimes if he pressed on the stimloc cap, he noticed the tingling sensation and would unfreeze. 4-5 months prior to the date of this report the patient had noticed bradykinesia and rigidity when medications were off. An x-ray was done and there was a mild kink but they were not sure if it was even there. The patient was scheduled for a replacement on (B)(6) 2014. It was unknown what beyond the battery replacement would be done. On (B)(6) 2014, the manufacturing representative was in the case to replace the ins and explore the impedance issue that had been present for a while. Impedances had ranged from 167 ohms to normal on the same pair, which they thought was 2-3. There were no known falls and there had not been stimulation sensation reportedly leaking along the system. The healthcare professional was going to disconnect at the lead/extension site to confirm the lead was intact using alligator clips to target the lead alone. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 37602, serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 3387s-40, lot #v236672, implanted: 2009 (B)(6); product type lead product ID 3387s-40, lot# v236672, implanted: 2009 (B)(6); product type lead product ID 7482a51, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37642, serial# (B)(4); product type programmer, patient. (B)(4).